Event description:
It was reported by a customer in the USA that, while pre-testing a 8dfen tracheostomy tube during surgery, it was observed that the cuff would not remain inflated. Another device was chosen, and there was no reported patient injury.

Manufacturer narrative:
The device was received for investigation. However, it has not yet begun. (B)(4).

Manufacturer narrative:
One sample of a fenestrated tracheostomy tube was received for evaluation. The received components are one disposable cannula fenestrated low pressure cuffed tracheostomy tube and one size eight disposable inner cannula. An inflation/deflation test was performed, using 15cc of air with a syringe. Air was applied to the cuff and it was observed to deflate immediately. A visual inspection was performed and revealed a tear in the cuff measuring 0.1960 inches. The failure mode was confirmed in the received sample. Manufacturing processes were reviewed and there is no potential risk. Tear of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The tear condition found in the received sample is not confirmed as related to manufacturing process. (B)(4).